Event description:
Reporter indicated that the pt developed an accelerated heart rate of 115bpm with a blood pressure of 150. The pt's family member reported that earlier that morning, the pt started breathing heavily, so family member checked pt's heart rate and blood pressure. Right after that, the pt had a "really small seizure" which stopped when the pt's family member swiped pt's device with the magnet. After the seizure, the pt's family member checked heart rate and blood pressure again and found that they were still elevated. The pt was seen by internal medicine physician that same day, at which time pt's heart rate was 118bpm with blood pressure of 152/104. Device programmed parameters were last adjusted six days prior. Internal medicine physician reportedly ordered lab work and EKG and the pt's family member planned to follow-up with treating neurologist. Investigation to date has been unable to determine whether the vns therapy was a contributing factor to the reported event.